Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized three days after onset. On an unreported date, the patient was treated with injection of meropenem 250 mg, three times daily (route and duration not reported) injection of fortum 250 mg, three times daily ( route and duration not reported) and injection of heparin 5000 international units ,1ml/exchange, route and duration not reported). At the time of this report, the patient was under treatment for peritonitis. It was not reported if the patient was retrained on aseptic technique. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.